Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage from the pump¿s cartridge chamber during an infusion set change after multiple cartridge and connector swaps, and the user suspected a misaligned piston; the device was replaced and the user transitioned to an alternative insulin therapy pending resolution. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and education, shipment tracking review, and attempts to obtain the damaged device for evaluation. Investigation of this case revealed an unreturned device and an unresolved allegation of leakage potentially involving the cartridge and piston assembly, with no confirmation testing possible. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the device not being available for evaluation.